Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer fse checked and verified the tubings of the cell-rinse unit, adjusted the cell rinse levels, and cleaned the cell rinse nozzles. The investigaiton determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable hemoglobin a1c results using hemolyzing reagent (for whole blood and hemolysate hba1c) reagent on the cobas 4000 c311 stand alone system. Patient 1 initial result was 9.2%, and the repeat result was 5.9 %. Patient 2 initial result was 10.7%, and the repeat result was 6.7%.